Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site appeared bruised and inflammed. Cultures confirmed the presence of staph bacteria. In turn, surgical intervention was undertaken to explant the ipg. Antibiotics were administered and the patient will be monitored in the next few months.

Event description:
Follow-up identified the patient's infection has resolved.